Event description:
Customer reported two hospitalizations in the last 6 weeks due to high blood glucose and ketoacidosis. The blood glucose reading was over 200 mg/dl and the second time was over 500 mg/dl at the time of admissions. Customer also report that his insulin pump is broken and a piece of plastic falls off. Troubleshooting was not performed at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.